Event description:
It was reported that during a cryo ablation procedure, transient st elevation and coronary spasm in the right coronary artery occurred. Medication was administered. The patient recovered from the st elevation and coronary spasm. The case was switched to radiofrequency and completed with radiofrequency. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 15024 was returned and analyzed. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for ten applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection). During pressure testing and inspection of sub-components of the balloon, handle, and shaft segments a guide wire lumen kink and breach was observed 29.389 inches proximal to the catheter tip and blood/liquid was observed inside handle. In conclusion, the clinical issue of coronary spasm and st elevation occurred during the procedure and the balloon catheter failed the returned product inspection due to a breach on the guide wire lumen and a kink/twist on the guide wire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.